Event description:
The customer reported that they received questionable results for a total of twelve patient samples tested for ion selective electrode (ise) sodium, ise potassium, ise chloride, albumin, and calcium. The customer stated that one sample had a delta check violation on their lis, so the tech ran the sample on a different c501 analyzer and the results were normal, matching previous results. The tech then spot checked samples around this one and eventually determined that twelve samples were involved. Of the twelve samples, ten were found to have erroneous results. The first sample initially resulted as 4.8 mmol/l for ise potassium and 121 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 4.03 mmol/l for ise potassium and 102.3 mmol/l for ise chloride. The repeat results were believed to be correct. The second sample from a (B)(6) female, initially resulted as 164 mmol/l for ise sodium, 5.9 mmol/l for ise potassium, 122 mmol/l for ise chloride, 3.5 g/dl for albumin, and 8.6 mg/dl for calcium. These initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 129 mmol/l accompanied by a data flag for ise sodium, 4.59 mmol/l for ise potassium, 95.2 mmol/l accompanied by a data flag for ise chloride, 2.9 g/dl accompanied by a data flag for albumin, and 6.9 mg/dl accompanied by a data flag for calcium. The repeat results were believed to be correct. The third sample from a (B)(6) male, initially resulted as 153 mmol/l for ise sodium. These initial result was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 141 mmol/l for ise sodium. The repeat result was believed to be correct. The fourth sample from a (B)(6) female, initially resulted as 157 mmol/l for ise sodium and 122 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 140 mmol/l for sodium and 108.1 mmol/l accompanied by a data flag for ise chloride. The repeat results were believed to be correct. The fifth sample from a (B)(6) female, initially resulted as 149 mmol/l for ise sodium. These initial result was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 142 mmol/l for ise sodium. The repeat result was believed to be correct. The sixth sample from a (B)(6) female, initially resulted as 159 mmol/l for ise sodium, 5.2 mmol/l for ise potassium and 119 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 139 mmol/l for ise sodium, 4.44 mmol/l for ise potassium, and 103.6 mmol/l for ise chloride. The repeat results were believed to be correct. The seventh sample from a (B)(6) female, initially resulted as 149 mmol/l for ise sodium. These initial result was reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 138 mmol/l for ise sodium. The repeat result was believed to be correct. The eighth sample from a (B)(6) female, initially resulted as 154 mmol/l for ise sodium, 4.7 mmol/l for ise potassium and 121 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 136 mmol/l for ise sodium, 4.18 mmol/l for ise potassium, and 108.1 mmol/l accompanied by a data flag for ise chloride. The repeat results were believed to be correct. The ninth sample initially resulted as 166 mmol/l for ise sodium, 4.22 mmol/l for ise potassium, and 120.5 mmol/l for ise chloride. These initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 139 mmol/l for ise sodium, 3.5 mmol/l for ise potassium, and 100 mmol/l for ise chloride. The repeat results were believed to be correct. The tenth sample initially resulted as 172 mmol/l for ise sodium, 4.56 mmol/l for ise potassium, 128.9 mmol/l for ise chloride, and 5.1 g/dl for albumin. These initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer and resulted as 141 mmol/l for ise sodium, 3.7 mmol/l for ise potassium, 105 mmol/l for ise chloride, and 4.4 g/dl for albumin. The repeat results were believed to be correct. The patients were not adversely affected by the event. The ise sodium, ise potassium, and ise chloride electrode lot numbers and expiration dates were not provided. The albumin reagent lot number was 66124601 with an expiration date of 08/31/2013. The calcium reagent lot number was 66721101 with an expiration date of 02/28/2013. The field service representative could not determine a cause. He states that the customer performed maintenance which included a bath exchange and exchange of ise electrodes. The customer ran 20 patient samples with no discrepancies. The customer ran calibration, quality control, and a precision study. Results were within their specifications.

Manufacturer narrative:
A specific root cause could not be determined. Cell carryover and sample dispense issues can be excluded. Based upon the calibration charts provided investigation, a calibration handling error could cause this type of event. A delay in system maintenance could also not be excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.